Event description:
It was reported that the patient had an infection and less than two months post implant the system was removed. The source of the infection was not reported on incoming information and was not able to be obtained. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01, implantable pulse generator (ipg), (B)(6) 2013; 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).